Event description:
It was reported that the anesthesia system generated a pressure alarm. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2017-06-26, corrected manufacturing date: 2017-05-31.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Apart from the initial described issue, no additional information have been or will be available since available since the customer did not approve the offered service intervention. No device logs have been available. We have not been able to determine any cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).